Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient could not disconnect the transfer set from the ultrabag at their home. They went to the hospital where the nurse tried to disconnect it. When attempting to disconnect, the transfer set was broken between the light blue (mainbody) component and the deep blue part (female connector). The ultrabag connection could not be detached from the female connector. The patient¿s transfer set was to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.